Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 crdm non-defib lead, implanted: (B)(6) 2002; 5076-45 crdm non-defib lead, implanted: (B)(6) 2002; 97714 pain stim ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had an echocardiogram (ECG) with their heart rate in the 40's when the device was programmed to 70 beats per minute. They were not able to reproduce this behavior with testing. The device was explanted and replaced. No patient complications have been reported as a result of this event.